Event description:
Customer reportedly received results of 231 mg/dl, 173 mg/dl, 118 mg/dl, and 162 mg/dl within 10 minutes on the same device. No high blood symptoms. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.